Event description:
Pt has the on 1 pump attached at the end of surgery for bunionectomy. The catheter is placed under the skin and is attached to the infusion device. This device holds 270 ml of anesthesia. Plain marcaine was used. The device automatically delivers 2cc q hr continually until the pump is empty. The continuous infusion of this fluid over time caused swelling, pain, blistering of skin from cell death. Ischemic necrosis of blister with full skin slower down to bone.